Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter first displayed inaccurate results on (B)(6) 2015, when she obtained alleged inaccurately erratic results of ¿411, 387, 355, 288 and 348 mg/dl¿ on the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that at an unknown time on (B)(6) 2015, she administered ¿more food/drink¿. She claimed that ¿1 day¿ after the alleged issue started, she developed symptoms of ¿headaches, blurred vision, body aches [and] sweating¿. No treatment for her symptoms was specified on (B)(6) 2015. However, she reported that on (B)(6) she self-administered metformin tablet(s). At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she received inaccurate erratic results, administered ¿treatment¿ based on the results and reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted, the test strips were found to have shelf life exceeded. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.